Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown baclofen via an implantable pump. The indications for use was intractable spasticity. It was reported that the patient came in for their third refill today. The healthcare provider (hcp) stated that they was expecting 5.5ml and got back 14ml, indicating an out of specification volume discrepancy (outside the +/- 14.5% pump flow rate accuracy specification) of 24.64% less drug delivered than expected. The hcp was concerned that the pump was not delivering what it says it was delivering. The hcp mentioned that they increased the pump by 20% to see if it would make any difference. The manufacturer's technical services specialist (tss) reviewed underinfusion considerations and the hcp stated the patient was having increased spasms/spasticity. The hcp mentioned they had not seen a volume discrepancy like this for over 5-10 years. The hcp stated at the (B)(6) refill there was no discrepancy and today there was a big one. The hcp stated no stall was seen when he checked the pump. The hcp stated the next steps was to do a dye study/catheter access port aspiration.